Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient was seen in clinic with an implantable cardioverter defibrillator that was exhibiting radio frequency telemetry failure. Programing changes were done to resolve the issue and patient condition was stable.